Event description:
Kimberly-clark received a report from the (B)(6), stating, "the second part of the introducer sheath wouldn't lock and was left in the patient. The whole introducer including peel away sheath had been inserted in to the patient's stomach stiff guidewire. After this when I found it difficult to withdraw the core introducer after a few normal attempts, the core introducer broke off from the 2,3,4 introducer sheath components which remained within the patient . Attempts at recovering these using interventional techniques were unsuccessful. Peel away sheath could be removed. Patient had surgical removal of the retained components of the introducer system." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Review of the device history record documents that the lot of product involved in this event met all manufacturing specifications. Components of the specific device involved in this incident were returned to kimberly-clark for evaluation. The 12, 16, and 20 fr dilators components were received; however, the tear away sheath was not returned. Visual evaluation identified that a small piece of the 12 fr dilator tip was broken away. The broken end on the 12fr dilator, which was the dilator reported to be surgically removed from the patient, also had uncharacteristic grooves on the outside surface, and the tip material was folded up on the inside of the dilator. The 16 and 20fr dilators also had uncharacteristic grooves at the proximal end. In addition, the edge of the central cannula, which serves as the stop for dilator advancement, was scuffed suggesting that the dilator sheaths forcibly overrode the stop. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.